Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that in the middle of the night the device cuts off. When the patient wakes up, they are in a lot of pain because the device was not on. The patient said they cannot even move. The patient said they had been in pain since 2009 due to stenosis and scoliosis. The patient confirmed the ins was charged when stim turns off. The patient said the issue began 2-3 days prior to the report after a reprogramming session with a manufacturer representative who changed the patient's ins settings including adding adaptive stimulation. The patient confirmed they noticed the stim turned off when laying on his back or side. The patient was assisted with turning adaptive stimulation off. The patient confirmed the current active group was a with programs 1 and 2. The issue was reported to be resolved. The patient called back and stated they were able to resolve the stim cutting off, however, the patient still woke up in pain and not being able to move or walk. The patient said it takes 10 minutes to be able to move around. The patient was directed to follow up with their hcp to address the pain. No further complications were reported.